Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6. MDR section codes updated/corrected: a, b. The reason for the revision reported cannot be confirmed from the information provided but may be due to potential inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, following an initial right total shoulder arthroplasty on an unknown date of an unknown year, a first and second right shoulder revisions, a patient underwent a third right shoulder revision surgery on an unknown date of an unknown year. The reason for the revision is unknown. The patient outcome was unreported. No medical or surgical interventions were reported. No additional information is available.